Manufacturer narrative:
Other relevant device(s) are: product ID: enbf3216c170ee, serial/lot #: (B)(4), ubd: 15-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that approximately eight years and nine months later, a type iiia junctional endoleak was noted from the left iliac limb. The event was assessed by the sponsor to be related to the endurant device and procedure. The event was assessed by the investigator to be related to the endurant device and procedure. It was reported that the patient presented emergently with the type iiia endoleak, in additional to shock and a ruptured aneurysm. The endoleak was treated successfully but the patient expired on the same day of an unknown reason. It was reported that the type iiia endoleak was related to the enlw1616c12120ee stent graft limb ((B)(4)) and the bifurcate stent graft enbf3216c170ee. The cause of the type iiia endoleak, as per the physician, was severe kinking of the left iliac artery. No migration of the devices was noted. As per the investigator, the patient death was related to the type iiia endoleak, which was related to the endurant device and not related to the procedure. No additional clinical sequelae were reported and the patient is expired.

Manufacturer narrative:
The patient death from multi-organ failure and excessive blood loss from the aa rupture and extended shock was assessed by the sponsor and site as related to the device and to the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that when the patient presented with a ruptured aneurysm and a iiia endoleak, there was also stent graft kinking observed. The type iiia endoleak event assessment has been updated, the site assessed the endoleak as not related to the procedure and is related to the device. The sponsor assessed the endoleak as related to the device and not related to the procedure. It was reported that although the procedure was successful the patient died from multi-organ failure, had excessive blood loss from the aa rupture and extended shock. This event was assessed by the sponsor and site as related to the device and not related to the procedure. The abdominal aortic rupture was assessed by the site and sponsor as related to the device and not related to the procedure. It was reported that the stent graft kinking resolved with the secondary procedure. This event was assessed by the sponsor and site as related to the device and not related to the procedure. If information is provided in the future, a supplemental report will be issued.